Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 38 mg/dl at the time of the incident. The customer was at 450 m/dl at the time of the call. The customer declined to troubleshoot the high. The customer was given carbs to treat. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered, due to the low active insulin on the pump at the time of the incident. The insulin pump will be returned for analysis.